Manufacturer narrative:
Product complaint # (B)(4). Investigation summary:the device associated with this report was returned for evaluation. After the visual inspection the complaint cannot be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There is a crack in the plastic. Instrument was cracking during surgery. No surgical delay.